Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, s321 (motor error-pmc, left) malfunction alarm codes were noted in the device history. There were no reports of any adverse pt events or delays in critical therapies while device was in clinical use. No additional info was provided.